Event description:
Patient states that, ever since she had the birth control implanted she has been menstruating non stop for the past three months. She has also been experiencing constant fatigue, permanent migraine as well as nausea. Since the day the procedure was done she has not been seen by the physician and he never told her when to return for a follow up. She says she is very worried with her present condition and does not know what to do.